Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided information on resetting the pump and assisted in performing the reset. After the reset, the malfunction code did not reappear, and the customer was advised to continue using the pump and to call back if the issue recurred.